Event description:
It has been reported to philips that the device failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that system failed to startup. The customer stated that the system did not turn on and after performing system troubleshooting, it was found that the f12 fuse was open in the m cabinet. The rse found that the f12 was the power to the r cabinet and hence guided the customer to connections of the r cabinet. Later, the customer checked the system and informed the rse that the problem was within the geo circuit pc and with the power control. The rse also checked the system's logs and found l arc power supply error or luc board failure issue. Due to this issue, the customer was unable to perform x-ray on the frontal fd control. The issues related to the detector error and l arc power supply were addressed in different case ids. The customer accepted the service provided by philips with limited system access. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.